Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resumed insulin, although they were experiencing frequent occlusion issues and declined additional assistance. The case was subsequently closed by technical support.